Manufacturer narrative:
The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy pd effluent, abdominal pain and vomiting. The cause of and the outcome of the peritonitis was not reported. On an unreported date, the patient began treatment for the peritonitis with unspecified antibiotics (routes, frequencies, duration and doses not reported). No further information was provided regarding whether the patient was hospitalized for the event or if dianeal therapy was ongoing. No additional information is available.